Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient is needing an MRI of their shoulder. The caller stated the patient said their ins has been off and not working for two years. The caller spoke to a manufacturer representative (rep) yesterday who said they attempted to get the patient's ins going again, but the ins is dead. No further complications were reported. No patient symptoms were reported.